Manufacturer narrative:
Product was discarded by the dentist.

Event description:
The dentist reported that abutment screw fractured. Doctor was able to remove the fractured screw, and dental implant remains placed without damage. Abutment screw was discarded.

Manufacturer narrative:
The abutment screw fracture associated with this event cannot be verified as the unit was discarded and not available for inspection. The lot number for the abutment screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.